Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra. Model #: mc1vr01-delsys / expiration date: 14-oct-2020 / serial#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 24-apr-2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) pacing failure and rapidly rising thresholds were observed after the tether was cut. It was noted that a slight abnormal feeling was felt from the movement of the tines and fixation was suspected to be insufficient. The leadless ipg was explanted and replaced. No patient complications have been reported as a result of this event.